Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2013-09016. It was reported stent damage and vessel dissection occurred. The chronic total occlusion target lesion was located in the circumflex artery. An opticross imaging catheter was used to view the lesion but the image got lost. A second opticross imaging catheter was selected but when they opened it, the catheter was torn in half before introducing it into the patient. Another of the same device was used and worked fine. A 3.0x38mm promus element plus stent was deployed. An unspecified guide catheter was advanced, however the guide catheter hit the proximal edge of the stent. It was noted that the stent was deformed and caused vessel dissection. They used another unspecified balloon catheter and inflated the stent back up against the vessel wall. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.